Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist checked es and confirmed no issues with the user account and that it was not locked. Later it was informed that the username was different from the tss accessed, advised customer to contact hospital information technology (it) for further investigation, as bd does not have access to user credentials. Tss was followed up with customer, no responses received from the customer. So, the tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login, error shown as account had been locked. However, there were no delays or adverse events or injuries reported based on this event.